Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient appeared to have a resolving erosion in the left eye approximately two months post lasik. The patient is being managed with a bandage contact lens and antibiotic/steroid drops. The patient is currently tapering drops. The patient noted discomfort that is better with the bandage contact lens. Vision is still blurry. The bandage contact lens was removed with forceps. The patient continues to be managed.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: 2019-96539.